Event description:
It was reported that the catheter's balloon is deflating inside the patient without any action from the medical staff or the patient. So there is a leak of the balloon. Device was not tested prior to use. No medical intervention was necessary. Clinical consequences: urine leaks led to diaper rash.

Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore , a DHR review could not be conducted. Based on the complaint description, it was reported there is a leak on catheter balloon or balloon deflated. It was also mentioned that the failure happens during usage state. This indicates that the catheter was functionally fit prior usage. No sample was returned for investigation; therefore, no physical investigation or assessment has been conducted. In the absence of any actual or representative sample for investigation , further investigation could not be conducted to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter's balloon is deflating inside the patient without any action from the medical staff or the patient. So there is a leak of the balloon. Device was not tested prior to use. No medical intervention was necessary. Clinical consequences: urine leaks led to diaper rash.